Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture in the left breast. Additionally, "adjacent to the implant in the posterior plane there is a linear hyperintense image in the silicone sequence, only compatible with siliconoma.¿ was reported. The device remains implanted.